Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-98295.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was high, according to the customer's father; no specific reading was provided. No significant events leading to the alarm were observed. The customer's father reported that he cleared the alarm, rewound the device, connected back to the device, and it worked. He declined troubleshooting. Nothing further reported.